Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. Troubleshoot was not completed. Customer was involved in accident on saturday. Blood glucose time of the incident was 48 mg/dl. Current blood glucose was unknown. Customer states drive support was normal. Customer set was changed on (B)(6) 2017. Customer was not disconnected during priming and rewinding process. Customer had low blood glucose alarm before having low reading. Insulin pump alert was set at 80 mg/dl. Customer believes not eating food caused low blood glucose reading. Customer also believe the pump did not caused the issue. Insulin pump will not be returning for analysis.